Manufacturer narrative:
This event is recorded by zimmer biomet under (B)(4). UDI# - (B)(4). The device history record (DHR) for 00515048601 lot number 27773026, review noted no related non-conformances, requests for deviation (rfd), change notices (cn), or any other issues with manufacturing. The DHR review found no issues with the device and all verifications, inspections, and tests were successfully completed. On 14 march 2019, it was reported from (B)(6) that there was disassembly of the tip at use. A returned product investigation could not be performed for the reported event due to the product not being returned for evaluation. The reported event can, therefore, not be confirmed. The root cause of the reported event cannot be specifically determined with the provided information because the product was not returned for evaluation. However, the reported event is related to an issue with the tip lock not properly being retained within the gun. A supplier corrective action was created to address this issue. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. Product was not returned for evaluation.

Event description:
Disassembly of the tip at use. The event occurred during surgery. There was rehabilitation of tip. The tip fell into the patient wound. There was a problem with almost all the products but there was no traceability of patients from the customer. There was no further information available. No additional consequences were reported as a result of this malfunction.

Manufacturer narrative:
This event is recorded by zimmer biomet under (B)(4). Once the investigation is complete, a follow up/final report will be submitted.

Event description:
Disassembly of the tip at use. The event occurred during surgery. There was rehabilitation of tip. The tip fell into the patient wound. No additional consequences were reported as a result of this malfunction.